Event description:
A plastic shaving was injected into the eye when the malyugin ring was being placed in the iris. The ring functioned as intended and the shaving was easily removed. There was no impact to the pt.

Manufacturer narrative:
The particle was not returned with the product for eval. There was no evidence of scraping or anomalies that would indicate a shaving was produced from the injector or cassette. Testing could not duplicate the alleged issue.